Event description:
It was reported, the camera head displayed error message e216. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the device evaluation identified the following reportable malfunction: multiple dead pixels on the image, and cable connector failing the leak test. Based on the results of the investigation, it is likely that the customer's report of error message e216 scope communication error was due to the cable connector being damaged or broken. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head displayed error message e216. The issue occurred during an unknown procedure. There were no reports of patient harm.